Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because unit powers off during use was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1- device evaluation (submission (B)(4) 2012): lifescan (lfs) received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. Investigation revealed there was a failure with the processor, which contributed to the reported power issue. It was initially reported that the meter would turn on with test strip insertion; however, it would immediately turn off.